Event description:
The investigation has determined that higher than expected sodium (na+) and potassium (k+) results were obtained from non-vitros biorad quality control fluids and vitros performance verifier (pv) fluids using vitros chemistry products na+ slides lot 4243-1063-2741 and vitros chemistry products k+ slides lot 4102-1068-3670 on a vitros 4600 chemistry system. Vitros na+ lot 4243-1063-2741: pvi lot w8380 result of 138.2 mmol/l vs the expected result of 116.9 mmol/l. Vitros k+ lot 4102-1068-3670: biorad l3 lot 45860 result of 3.20 mmol/l vs the expected result of 7.76 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ and k+ results were from control fluids and were not reported from the laboratory. However, the customer also obtained unexpected patient results for both vitros na+ and vitros k+, none of which breached potential health and safety criteria. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected sodium (na+) and potassium (k+) results were obtained from non-vitros biorad quality control fluids and vitros performance verifier (pv) fluids using vitros chemistry products na+ slides lot 4243-1063-2741 and vitros chemistry products k+ slides lot 4102-1068-3670 on a vitros 4600 chemistry system. The investigation could not determine a definitive assignable cause of the event with the information provided. Historical vitros na+ quality control was not acceptable, indicating that an issue with vitros na+ lot 4243-1063-2741 cannot be ruled out as a contributor to the event. However, continual tracking and trending does not indicate a systemic issue with vitros na+ lot 4243-1063-2741. Historical vitros k+ qc was both inaccurate and imprecise, however after service actions and additional calibrations the quality control is performing within expectation. Additionally, continual tracking and trending does not indicate a systemic issue with vitros k+ lot 4102-1068-3670. Fluid handling protocol for the biorad and vitros pv fluids was not obtained from the customer, therefore an issue with improper fluid handling cannot be ruled out as a potential contributor to the events. Precision testing was performed on the vitros 4600 chemistry system at the time of the event to verify instrument performance. Vitros alkp and vitros na+ precision tests were both within ortho acceptable guidelines prior to any service actions, indicating that an instrument issue was not a likely contributor to the events. An ortho field engineer (fe) was sent to the customer site at the request of the customer due to a delay in the shipping of troubleshooting materials. The fe performed multiple service actions to the analyzer including full optimization of the microslide incubator. Pv fluids were as expected for vitros k+ following the service actions, however the vitros k+ biorad qc is still showing imprecision. Pv fluids were outside expectation for vitros na+ immediately following service actions, however an additional calibration by the customer brought the vitros na+ pv¿s within expectation. Vitros na+ biorad results also showed some inaccuracy following this troubleshooting. Additional troubleshooting with the tsc and as needed on-site actions by an ortho fe are expected to return vitrso na+ back to expected performance. Email address for contact office above is (B)(6).